Event description:
The customer states that the c-arm vertical column will not move up or down. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the power supply. The system operates as intended.